Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. Programming changes were made on (B)(6) 2017. The patient presented via remote transmission on (B)(6) 2018. Upon review the lead exhibited episodes of noise reversion. Chest x ray was performed on (B)(6) 2018. No lead fracture was noted. No programming changes were made. The patient was asymptomatic and will continue to be monitored.